Event description:
It was reported that a tx30v was used during a pulmanory artery, pneumonectomy procedure. It was reported by the affiliate that the staples did not form properly. A new device was used to complete the case. There was no consequence to the pt.